Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an ultrasoft balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 1.5cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
Reportable based on device analysis completed on 15feb2022. It was reported that inflation failure occurred. The stenosed target lesion was located in carotid artery. A 2.0mm x 20mm x 143cm ultra-soft sv balloon catheter was advanced for dilation. However, the normal pressure of the balloon could not be reached when the balloon was primed by pressure pump. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed balloon pinhole.